Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon went to implant a cementless oxford tibia , it was discovered that the posterior holding tab on the inserter had been broken off and would not properly hold the component. The instrument was tightened down on the component anyway and used to introduce the tibia component, but it became disconnected shortly after introducing the tibia to the joint space. Impaction was finished with the traditional c shaped impactor.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was evaluated and the reported event was confirmed. Investigation results concluded the following: an oxford tibial tray one piece impactor fractured. It was reported that the foot of the impactor had been broken off before the surgery. A brittle fracture occurred at the posterior foot of the impactor. The fracture may have been caused by the over impaction of the tibial tray and the use of abnormal stresses during engagement of the instrument with the tibial tray. However, the exact cause of failure cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon went to implant a cementless oxford tibia , it was discovered that the posterior holding tab on the inserter had been broken off and would not properly hold the component. The instrument was tightened down on the component anyway and used to introduce the tibia component, but it became disconnected shortly after introducing the tibia to the joint space. Impaction was finished with the traditional c shaped impactor.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.